Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye and magnification noted a cut in the patient line tubing. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the leak at the cut tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked in the patient line at one foot approximately from the connection to the transfer set. The patient was connected at the time of the event. This occurred during fill one of five of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.